Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history record will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as the ipg was implanted below the scapula. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.